Event description:
The procedure was an elective case. The target lesion was at the mid and proximal left anterior descending (lad) coronary arteries. The lesion was denovo, type b2, concentric and bifurcated and 15mm in length. Predilation was conducted with a 2.5x15mm balloon at 8 atms for 30 seconds followed by deployment of a cypher stent at 16 atms for 30 seconds, post-dilation was conducted with a 3.0x15mm balloon at 14 atms for 30 seconds. Ivus was not conducted. Timi flow pre and post procedure was I and iii. The residual percent stenosis was 0%. Intra procedure medications included heparin 5000/u. Post procedure medications included aspirin 100 mg/day, and ticlopidine hydrochloride 200mg/day. Approximately three weeks post index procedure the pt returned for treatment of a second lesion at the right coronary artery. Cag was conducted and the implanted cypher stent was totally occluded with thrombus. The pt was transferred to another hosp to undergo a CABG at a later date. Physician's comment: the possible cause of the sat was because the anti-platelet therapy was not conducted prior to the stent implant.